Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump frequently displayed upstream occlusion alarms and does not seem to be related to what is infusing (medication, programmed amount and delivery rate unknown). Head height of IV bags as related to IV pump does not seem to affect the frequency of these alarms. Any patient injury or medical intervention is unknown.